Event description:
Subsequent to the previously filed report, additional information was received: it was reported that the deformed 25-18mm amplatzer talisman patent foramen ovale (pfo) occluder was confirmed/visualized while inside the patient using intracardiac echocardiogram (ice) and fluoroscopy. An unknown size non-abbott delivery system was used at the time the deformed occluder was noted. The 25-18mm amplatzer talisman pfo occluder was sized using ice measurements. There was no interaction with cardiac structures during deployment and no kink or angulation noted in the delivery system. The deformed occluder was never released from the delivery cable while inside the patient. The 25-18mm amplatzer talisman (pfo) occluder was not mishandled or damaged at any point during device preparation. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient was discharged at the time of report.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25-18mm amplatzer talisman patent foramen ovale (pfo) occluder was selected for procedure. It was noted that during procedure that the right atrial disc of the exhibited a deformation. The decision was made to remove the occluder and inspect it on the preparation table, but the deformation persisted. The 25-18mm amplatzer talisman (pfo) occluder was replaced with another one of the same size to complete the procedure. No patient consequences were reported.